Event description:
It was reported the pt was implanted a metasul head 32 12/14 l on the right side on (B)(6) 2010. Currently, the pt is being monitored due to pain (osteolysis). The following info was stated in the report received. The onset of the osteolysis is unk. It is also uncertain if the complication is in relation to the device. The pt had an osteoarthritis as preoperative diagnosis for the original metal on metal hip. The pt is under observation and the outcome is tolerable. In addition, the pt had no known metal allergies. The pt had also a dental implant and also another implant in the right shoulder-rotator cuff.

Manufacturer narrative:
The MFR did not receive devices for review, as the pt has not been revised. Other source documents (x-rays and op report) were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).